Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation the battery compartment was observed to be cracked at the case seal and the audio bolus button cover was torn. Unrelated to these issues, a review of the cgm history showed the showed evidence of cs 215 cgm failure warnings. The pump was opened and evaluation revealed a cold solder connection on transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Evaluation also revealed that the battery compartment was cracked. Investigation also revealed that the audio bolus button cover was torn. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.